Event description:
It was reported the arctic sun device was not working properly during regular check safety and functional check needs to be done in the same time period. As per follow up information received via email on 10nov2022, it was discovered that there was no flow in device during preventive check. There was no patient participation. The device would not be sent to biomed. They would replace circular pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the arctic sun device was not working properly during regular check safety and functional check needs to be done in the same time period. As per follow up information received via email on 10nov2022, it was discovered that there was no flow in device during preventive check. There was no patient participation. The device would not be sent to biomed. They would replace circular pump.